Event description:
Bilateral capsular contracture, baker grade 2 and malposition, left-side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received updated information per health care provided revision operative report, this device was re-implanted in the patient and is against our instructions of usage. Therefore, the device is not returned and no failure analysis had been performed. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.